Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was meeting less than 50% therapy relief. The patient was a bit worried that they had not voided since the morning of the call and only felt stimulation one time the day of the call. The patient did not have the patient programmer (pp) with them at the time of the call and was advised to call back when the patient had the pp with them. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.